Event description:
Ous MDR - after an implantation period of about 38 months, oversensing was reported. No adverse patient side effects have been reported. The date of implant was not provided for this device.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The device was implanted for 38 months and 20 charging cycles were recorded to the device memory. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. A visual inspection of the device revealed no anomalies. The memory content of the ICD was inspected. The evaluation of the available iegms revealed partial noise in the right ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. Next, the header of the ICD was inspected. No visual anomalies were observed. The set screws could be easily screwed in and out; there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, there were no signs of a material or manufacturing issue for either the ICD or the lead.